Event description:
The customer reported that the alarm works intermittently when pressure is released off of the pad, also reported that at times, there is no lights when powered on. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).